Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 4.00 x 32mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Strut rows 1 and 2 from the proximal end of the stent were lifted and pulled in a distal direction. Strut row 5 from the distal end of the stent was lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID#: (B)(4). Tw#: (B)(4).

Event description:
Reportable based on device analysis made on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilatation with a 2.5x15mm balloon, a 4.00x32mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed stent damage.